Event description:
Customer reports that the hand held barcode scanners are reading an a or b in place of the number 4. Problem is intermittent. This report corresponds to ortho clinical diagnostics inc.